Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine¿ pen needle cannula broke. This was discovered during use. The following information was provided by the initial reporter: individual user re-use the pen needle. After re-use of one ea product, it's noticed that cannula (IV end) missing on the needle hub. Unable to confirm if the broken IV end has broken inside the body or not via x-ray.

Event description:
It was reported that bd micro-fine¿ pen needle cannula broke. This was discovered during use. The following information was provided by the initial reporter: individual user re-use the pen needle. After re-use of one ea product, it's noticed that cannula (IV end) missing on the needle hub. Unable to confirm if the broken IV end has broken inside the body or not via x-ray.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see section h.10.